Event description:
Pump battery was reported to deplete too quickly, leading to pump shutdown and customer's blood glucose level exceeding 500 mg/dl. Customer corrected high blood glucose with manual injection and did not require third-party assistance. Technical support advised customer to uninstall and reinstall app, and monitor battery depletion, acknowledging customer's understanding and agreement.